Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that noise was observed on both the atrial and ventricular leads. Noise could not be reproduced with pocket manipulation. Three weeks later, another instance of noise led to an inhibition of pacing. The noise was not reproducible in-clinic. The patient was given an event monitor to further assess the origin of the noise.